Manufacturer narrative:
Information contained in this record was previously submitted through psr on 17apr2017. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified yellow particles, deformation of the device, weight to the specification, and creases flat. Bubbles in the gel were observed after the autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. The device has been explanted.